Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. During preparation, stent damage was noted on the 4.50x16mm veriflex bare metal stent (bms). The procedure was completed with another of the same device. There were no pt complications.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. During preparation stent damage was noted on the 4.50x16mm veriflex bare metal stent (bms). The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by the manufacturer: a visual examination of the returned device found that the stent had been pulled distally on the balloon which resulted in the stent bunching towards its center over the distal markerband. The proximal edge of the stent was located approximately 12mm distal to the distal edge of the proximal markerband. An examination of the balloon found no indications that the balloon was subjected to any positive pressures. A clear impression was visible on the balloon of where the stent had been crimped initially in its correct position. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).